Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable, pump won't run alarm and air bubbles were noted in the tubing. It was also reported that the tubing was massaged, and cassette was replaced but the pump was unable to restart. No patient consequences were reported. No adverse effects were reported.